Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported capture issue could not be conclusively determined. (B)(4).

Event description:
There was a loss of capture due to a high capture threshold. The threshold had increased after the patient had angina pectoris in (B)(6) 2016. The lead was explanted and replaced and the patient was stable.